Manufacturer narrative:
(B)(4).

Event description:
Product analysis was completed on the returned vns generator. Review of the data download from the vns generator indicated that the device was set to an eos (end of service) condition. However, burn marks were observed on the pulse generator case indicating that the pulse generator may have been exposed to an electro-cautery tool during device implant which may have been a contributing factor to the eos pulse disabled condition. The vns generator was reset to allow for an output to once again be provided by the vns generator for subsequent testing. Additionally, review of the downloaded data from the generator suggests that a diagnostic test was performed and an acceptable impedance value was found on (B)(6) 2015. During product analysis, the premature end of life condition was not duplicated. The generator diagnostics were as expected for the programmed parameters. Electrical testing showed that the generator performed according to functional specifications. The battery voltage showed an ifi = no condition. The sensing functions of the vns generator performed according to specifications. Other than the noted vns generator pulse disabled event, there were no performance or any other type of adverse condition found with the generator.

Event description:
It was reported by the physician that the m106 generator was interrogated prior to surgery. It was noted that once the m106 generator was attached to the lead and interrogated once more, it was found the generator had the eos (end of service) message and the battery was showing the red x. No electrocautery was used after the generator went into the sterile field. However, it is unknown if the surgeon touched the metal shaft of the hex screwdriver, which could have possibly caused electrostatic discharge. A new m106 generator was used and implanted. The new m106 generator was interrogated, diagnostics results were good, and the generator was able to pick up heart rate. The DHR for the m106 generator was reviewed and found complete. No anomalies were noted and all tests were passed. The m106 generator was received by the manufacturer. Product analysis is expected, but has not been completed to date.